Event description:
It was reported that during a da vinci-assisted single anastomosis duodeno-ileal bypass with sleeve gastrectomy procedure, the vessel sealer curved instrument did not adequately seal a vessel. This resulted in two bleeds; one was pulsatory but small and the other was a quick ooze. The surgeon addressed both bleeds very quickly by using bipolar coagulation. It was revealed the issue only occurred during the first 30 seconds or minute of use within the procedure. The surgeon continued to use the vessel sealer curved instrument for the rest of the procedure without any complaints.

Manufacturer narrative:
The vessel sealer curved instrument used during this event was not received for failure analysis investigations. An image received by the customer on this event was reviewed. The image shows a cadiere forceps instrument and fenestrated bipolar forceps instrument grasping tissue. The vessel sealer curved instrument is pictured near the bottom of the frame. Some blood is observable on nearby tissue; however, the cause cannot be identified. The vessel sealer logs for this procedure were reviewed. The logs for the vessel sealer curved instrument show 187 seal events and 5 bipolar (or coagulation) events with the vessel sealer curved instrument (used for about 20 minutes). There was one error in the logs which indicated that the surgeon likely attempted to seal excessive tissue that potentially resulted in an inadequate seal. No other instrument related errors were noted in the logs.